Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) has drive manifold leak. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, h6(health effect ¿ clinical code). Additional contact information: (B)(6). During preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was failed drive manifold leak test. Fse attempted lubricating all drive manifold o-rings. Unit still fails leak test. Drive manifold assembly(d104-00-0031) replaced. Unit now passes leak test. Unit passes all tests and calibrations to manufacturer standards and is released for clinical use. The defective drive manifold were received for further national repair center (nrc) investigation. The failure analysis and testing department verified the failure of failed drive manifold leak tests with result of vacuum leak diff prs. 34mmhg; pressure leak diff prs. -63mmhg, the factory specification is for vacuum leak diff prs. +-25mmhg; pressure leak diff prs.+-55mmhg. Drive manifold failed testing. Retaining drive manifold in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.